Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. A conclusive cause for the reported patient effects of pseudoaneurysm, thrombosis, and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attached article, titled "percutaneous endovascular aortic aneurysm repair: a prospective evaluation of safety, efficiency, and risk factors."

Manufacturer narrative:
Date of event estimated. The devices are not returning for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Article titled: "percutaneous endovascular aortic aneurysm repair: a prospective evaluation of safety, efficiency, and risk factors."

Event description:
It was reported through a research article identifying prostar devices that may be related to the following issues: operator experience, insufficient hemostasis, false aneurysm, arterial thrombosis, use of pledget with device sutures for correction of unsuccessful hemostasis, femoral cutdown/early conversion due to calcification, sheath size, scar in the groin. Details are listed in the article, titled "percutaneous endovascular aortic aneurysm repair: a prospective evaluation of safety, efficiency, and risk factors".